Event description:
Physician was performing a laparoscopic colon resection using the ethicon dextrus seal cap assembly. When he placed his hand through the seal, it ripped into two pieces . A new seal was opened and used to complete the procedure. No patient harm.====================== health professional's impression============================================ manufacturer response for seal cap assembly, ethicon dextrus seal cap assembly======================have not heard from them yet.

Manufacturer narrative:
The reported reset was confirmed in the laboratory. Arc and polish marks were observed on the device can. Analysis indicated that the output circuitry was damaged. It is suspected that the lead arced to the can causing a low impedance path that resulted in the damage to the output circuitry. All low voltage device functions were found to be normal.